Manufacturer narrative:
One ft10 generator was received, and an evaluation could not confirm a device defect that would contribute to the reported issue. Testing found the device to function normally and within specifications for the rem function. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during routine preventative maintenance of the device, the rem function did not pass testing. The rem-z value was too high and the led light would also incorrectly display green and red indications. There was no patient involvement.